Event description:
A laparoscopic cholecystectomy was done on 9/5/95. Clips were placed on the cystic duct. Before the operation was completed some clips had fallen off. They were reapplied as the procedure was terminated.